Event description:
Pt having 3 infusion sets seperating at the luer connection. Caller did not report pt experiencing any blood glucose concerns. Caller did not rpeort pt receiving medical attention regarding this issue. Caller indicated that all affected product had been discarded.